Manufacturer narrative:
Abulfaraj m (2026) robotic hand-sewn vs. Laparoscopic linear-stapledroux-en-y gastric bypass: a propensity score-matched analysis of primary and conversion cases. Front. Surg. 13:1760249. Doi: 10.3389/fsurg.2026.1760249. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective cohort study compared the outcomes of patients who underwent robotic hand-sewn versus laparoscopic linear-stapled roux-en-y gastric bypass (rygb) between 2016 and 2024. It was noted that the gastrojejunostomy was constructed using an endo gia in the laparoscopic group, forming a 2.5 cm anastomosis. There were 67 people included in the study and complications included stenosis and staple line bleed. Interventions and outcomes are unknown. Additionally, one patient underwent laparoscopic rygb for a post-sleeve gastrectomy anastomotic leak. The patient then experienced a re-leak from the gastrojejunostomy. The patient was hospitalized for three months post-operatively.